Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Update rec'd 04/10/2014 - plaintiff's preliminary disclosure form with medical records was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/28/2014. Update 12/28/2015 medical records received. Medical records reviewed for MDR reportability. Taper sleeve is being added to complaint for alleged elevated metal ions. Stem implanted was a competitor product. Records reported a revision date of (B)(6) 2015 and that will be added to complaint. There was no revision surgical report of lab results within the records received. The complaint was updated on: jan 15, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.